Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up check it was observed that several occasions of missing pacing in the ventricle was confirmed by the electro cardiogram (ECG) monitor. The observation was suspected due to oversensing occurring at one hour and 30 seconds. The implantable pulse generator (ipg) sensitivity settings were changed and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a follow up check it was observed that several occasions of missing pacing in the ventricle was confirmed by the electro cardiogram (ECG) monitor. The observation was suspected to be oversensing. The right ventricular (rv) lead sensitivity settings were changed and the lead remains in use. No patient complications have been reported as a result of this event.